Event description:
It was reported that the bmw universal ii was delivered with a micro catheter due to 99% stenosis. The bmw guide wire crossed once but pushed back due to blood flow. It was re-delivered with the micro catheter and many attempts were made to cross. During the attempt, the guide wire was trapped with something. (The physician was not sure with what the distal end of the guide wire was trapped). When the physician pulled the guide wire to withdraw it, the tip had detached and remained in the vessel. A new bmw universal ii was delivered and a stent was deployed to complete the procedure. The detached tip remained distal to the deployed stent (it was pushed to the distal end of the vessel). Though requested, no add'l event or pt info is available.

Manufacturer narrative:
(B)(4). The device has been rec'd; however, the investigation is not yet complete.